Manufacturer narrative:
The device was returned for analysis. Evaluation could not duplicate the reported event of not reading properly. There was no fault found with the device. The device software was upgraded to current specifications. The unit was placed in burn in for 24 hours to observe any heat related failures. The unit never failed after the burn in. The device was returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that intra-operative, the nim mainframe was not reading properly. The surgery was completed with another nim mainframe. There was a 30 second delay to get another nim mainframe. There was no patient impact. Note: additional information was received from the facility indicating the nim mainframe being reported in this regulatory report had a similar malfunction during a second case that occurred on that day ((B)(6) 2017). This second case is being reported under medtronic internal reference # (B)(4).